Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, not prescribing antibiotics preoperatively and the patient picking or touching the wound have been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a painful, purple/red pimple over the receiver site. Antibiotics were prescribed, imaging was ordered, and a revision procedure will be performed. However, a date has not yet been scheduled. The patient had good relief with the device and is ready to get a revision.